Event description:
The patient presented with a one day history of bilateral lower extremity paraparesis with acute onset after transferring from her scooter to a chair in a rehab facility. (There was likely a catheter disconnection.) The patient was taken to the bni-or for right synchromed baclofen pump revision with the replacement of the entire proximal and distal catheter system. Since there was a large fluid collection noted around the catheter, there may have been microtears in the catheter (no noticeable tears/holes). Medtronic was notified of the event. Manufacturer response for synchromed baclofen pump, medtronic catheter (per site reporter). Manufacturer was notified of the event.